Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3732.

Manufacturer narrative:
A visual examination of the returned device confirmed the whole length of the sidecar was split. No other issues were found. A functional check of the device was performed by extending and retracting the basket without issue. A definitive root cause for the damage cannot be determined. The device history record review revealed no anomalies related to this complaint. A lot history search was performed and no other complaints were found reported for this device lot .

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the wire guide lumen split. Another trapezoid rx lithotripter compatible basket was used to complete the procedure. There were no patient complications reported as a result of this event. This is the first of two devices reported to malfunction during this procedure. Refer to manufacturer report #3005099803-2008-3731 for details regarding the second device.